Event description:
A revision procedure was performed after several incision and drainage (I&d) procedures to address an abscess with wound closure. This was required due to an infection following device implantation.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.